Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 05 occurred. There was no reported adverse impact to customers blood glucose level. The customer declined troubleshooting with tandem technical support. Therefore, no additional information was provided.